Event description:
It was reported a possible infection occurred. The lead was explanted. Post lead explant the patient developed tamponade and required emergent pericardiocentesis. A pericardial drainage tube was placed and removed one day after the pericardiocentesis. An echocardiogram showed no further pericardial effusion.the patient was also treated with antibiotics.the lead has been replaced and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.